Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced a high blood glucose level of 600 mg/dl and a no delivery alarm. The customer declined troubleshooting for the high blood glucose level. Troubleshooting was performed for the no delivery alarm. Customer reported that the insulin exited and found a bent cannula. Customer was advised to change the infusion set and reset the fixed prime to the appropriate cannula prime for his infusion set. The insulin pump and the infusion set were not returned for analysis.